Event description:
It has been reported that after the pt underwent heart surgery, this message was displayed during the past three interrogations, "sensor off due to prolonged pacing at max rate." In addition, the rate response was found to be programmed off. Ela medical recommended the device be explanted.